Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the customer was in emergency room due to hyperglycemia on (B)(6) 2020. The customer blood glucose level was 516 mg/dl. Customer had not been using insulin pump system within 48 hours of reported high blood glucose event. Customer was treated with insulin for high blood glucose value. The device will be returned for analysis.